Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Analysis did not confirm the reported clinical observation high threshold. Moreover, lead passed the continuity test indicating conductors were intact. Hipot test passed which indicated that there were no electrical shorts between conductors. Further, visual inspection revealed no abnormalities. The patient code - impact code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing thresholds and the patient started to get phrenic nerve stimulation that was unable to be programmed. This lv lead was explanted and was replaced with an epicardial lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was surgically explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.